Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Since implanted, the device has not worked/charged right. When pt put the recharger over the implant, it was not picking it up. Pt said they got different stuff on there, pt did not know what messages. Pt then said issue started in june or maybe july and then said it 'never' worked right. When pt starts charging it said 'finished' immediately. Pt said they called about it in june and they said to reset it (was not able to locate previous call). Pt tried resetting several times and still having issues. When charging it went to 'no charge found'. Had pt use the equipment on the call. Pt got to normal charging screen and got good recharging quality. Pt was not able to get excellent quality on the call. Pt also reported they fell and ins turned sideways instead of being flat. Pt was redirected to hcp. Patient rep called and reiterated information below. Patient's registration was still not available. Caller stated that in the past 2 days they haven't been able to connect to charge the implant at all, and they will connect and flash recharging 2-3 times before it says to reposition the paddle. Caller stated they have reset the controller battery half a dozen times but it doesn't help. Caller repeated that the implant is loose in the pocket and is rotating, so they have to rotate it back to be flat. Agent had caller examine the equipment; caller denied any visible damage. Agent had caller do passive recharge assessment; numbers started at 94-94-94 then went to 6-11-94 with paddle in the air. Caller was at 5-89-94 with the center number varying during cord manipulation. Redirected caller and patient to hcp to check the implant; caller stated they have an appointment coming up on the 27th to have things checked.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they do not have the old device anymore and now they have a new stimulator, the kind that you do not have to charge. The pt was asked to provide the old and new serial number for the stimulators but the pt was unable to provide them. The pt clarified that when they stated the device "never worked right", they meant they had trouble with charging it. A lot of the time, it would not charge, they would get a "do not use" message, and pt noted the device kept turning and when they sat down it hurt. The cause of the issue was never determined, and the steps taken to resolve the issues with recharging and loose implant were that the patient got a new device, one that doesn't need to charge. The pt refused to provide their weight. The pt was asked for the status of their old device and the pt reported that they took it back to the place where they had the surgery and gave it back to them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.